Event description:
A systems operator reported they have been seeing a few intermittent overcorrections following lasik surgery. During a review of the pt records submitted, it was noted one pt demonstrated a loss of 2 lines of bcva in each eye at the 2 month postoperative exam.